Event description:
The account alleged that the pt got out of bed to use bathroom and fell. The nursing staff alleged the bed exit system did not alarm. The pt had surgery to repair acute fracture of left femur. (B) (6).

Manufacturer narrative:
The technician went to the account to perform an investigation and was informed by the accounts risk management that the bed was tested after the incident and it was found to be in proper working order. The bed was then immediately returned to service. The technician, with assistance from risk management, searched three nursing units for the bed but was unable to find it. The decision was made by the accounts risk management to discontinue the search as to not disturb the pts.